Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to blood glucose. Reportedly, customer declined troubleshooting.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. The cartridge was not returned. Additionally, the alleged touch screen issue was verified.